Event description:
Reporter alleged label on the test strip vial had rubbed off and cannot see the lot number and barely see the use by date. It was reported customer cleaned the vial with cleaning solution, type not provided, because had goten something on the vial. A request was made for the return of the suspect product and replacement product was sent.